Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they were trying to adjust the device because it didn't feel like it was working very well. Patient stated that they had a lot going on with travel and relatives and finally had a break so their wife suggested that they adjust the settings to see if they could get another program to work a little better. When asked for the event date, patient stated that it was 4 or 5 months ago and that it helped better. Patient said that they tried three different programs and they were unable to increase the setting beyond 0.7 on any of the three programs and said received message that maximum setting has been reached. Patient mentioned that they went back to the program they were originally on and were able to get the setting back to where it was before they started making adjustments. Patient confirmed that they did not feel any type of tingle when they got the setting to 1.6. However, patient said that prior to return of symptoms patient wasn't feeling stimulation. Reviewed meaning of message and general programming guidance. Patient to consider trying the programs that are able to adjustment and monitor and track the settings and results. The patient was redirected to their healthcare provider to further address the issue. Patient said that they have moved and they haven't looked for a new managing physician yet and requested listings. Emailed two different listings. Patient was directed to provide update to new managing physician. Emailed address update to patient registration.